Manufacturer narrative:
(B)(6). During routine testing, the nurses found that the monitor flickered briefly and then went black, preventing the equipment from powering on. There was no patient involvement. On site inspection confirmed that the screen and timer flashed once before going out. This indicates that the power supply module failed. A preliminary quote for part replacement was given to the customer. However, due to the high price and the age of the equipment, the customer decided to abandon the repair and scrap the equipment.

Event description:
It was reported by the customer that druing rutine testing the cs100 intra aortic balloon pump (iabp) malfunctioned. Nurses found during routine testing of the equipment that the monitor flickered briefly and then went black, preventing the equipment from powering on. The power supply module failed, and a preliminary quote was given to the customer. However, due to the high price and the age of the equipment, the customer decided to abandon the repair and scrap the equipment.